Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A peritoneal dialysis (pd) patient's spouse reported the patient on pd therapy may have peritonitis during a call to customer support for a separate issue of ¿draining slowly¿ during pd treatment with the fresenius cycler. There were no reported allegations that the peritonitis event was caused by fresenius products. In additional follow-up, the pd nurse stated that on (B)(6) 2026, this patient was seen in the outpatient pd clinic for symptoms of abdominal pain. Per the nurse, the patient had a pd culture obtained (the same day) which grew the bacteria staphylococcus epidermis. The patient was treated with intraperitoneal (ip) antibiotics utilizing vancomycin (dosing not provided) for a diagnosis of peritonitis. The patient reportedly continues pd therapy with the same cycler and is recovering from the event. The patient¿s nurse confirmed that the patient did not have any fluid leaks or issues with fresenius products in relation to the peritonitis event. The nurse stated that the peritonitis event was attributed to patient breach in aseptic technique. Furthermore, the nurse stated that the reported ¿draining slowly¿ issue during pd treatment was associated with concomitant peritonitis, not due to an issue with the fresenius cycler.

Event description:
A peritoneal dialysis (pd) patient's spouse reported the patient on pd therapy may have peritonitis during a call to customer support for a separate issue of ¿draining slowly¿ during pd treatment with the fresenius cycler. There were no reported allegations that the peritonitis event was caused by fresenius products. In additional follow-up, the pd nurse stated that on (B)(6) 2026 this patient was seen in the outpatient pd clinic for symptoms of abdominal pain. Per the nurse, the patient had a pd culture obtained (the same day) which grew the bacteria staphylococcus epidermis. The patient was treated with intraperitoneal (ip) antibiotics utilizing vancomycin (dosing not provided) for a diagnosis of peritonitis. The patient reportedly continues pd therapy with the same cycler and is recovering from the event. The patient¿s nurse confirmed that the patient did not have any fluid leaks or issues with fresenius products in relation to the peritonitis event. The nurse stated that the peritonitis event was attributed to patient breach in aseptic technique. Furthermore, the nurse stated that the reported ¿draining slowly¿ issue during pd treatment was associated with concomitant peritonitis, not due to an issue with the fresenius cycler.

Manufacturer narrative:
Clinical review: a temporal relationship exists between the pd therapy with the liberty cycler set and the patient¿s peritonitis event. However, currently there is no objective evidence that a liberty cycler set malfunction or product deficiency caused this event. Peritonitis is a well-documented complication in pd patients. The patient¿s pd culture was positive for growth of staphylococcus epidermis, which is a bacterium normally found on human skin. Therefore, based on the available information, the peritonitis event can be attributed to patient breach in aseptic technique. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.